Event description:
The customer reported that during preventive maintenance testing at the user facility, an e630 (screw rotation error) error code was noted. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.